Event description:
Cirrhosis of the liver due to yttrium90 (sir-spheres) therapy. This pt with low-volume liver metastases received yttrium90 1.17 gbq to right lobe of the liver on (B)(6) 2017 and 0.67 gbq to left lobe of liver. Doses: ipilimumab 3mg/kg and nivolumab 1mg/kg on (B)(6) 2017; developed diabetes and hypothyroidism due to received further nivolumab (B)(6) 2018 to (B)(6) 2018 without difficulty. Stable grade 1 liver function abnormalities during that period. Pt developed grade 3 liver toxicity in 2017 after treatment which resolved to grade 1 after a few weeks. She then received immunotherapy with ipilimumab and nivolumab (see section below). Hospitalized at local hosp (B)(6) 2018 with ascites, pneumonia and jaundice, discharged after therapy with antibiotics. Rehospitalized (B)(6) 2018 with increasing ascites, jaundice, early hepatic encephalopathy. Treated under ide (B)(4). Therapy dates. (B)(6) 2017. Diagnosis for use: uveal melanoma with liver.